Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Device received error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error. The customer's blood glucose level was 420 mg/dl. The customer reported that the alarm was cleared but the alarm occurred several times. The insulin pump will be returned for analysis.